Event description:
It is reported that a customer experienced high and low blood glucose levels ranging from 50 to over 400 mg/dl. The customer complained of finding air bubbles in the tubing but the customer declined all assistance with trouble shooting the issues. The customer stated they lost confidence in pump therapy and will revert to their back-up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.